Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No unexpected numbers ramping noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm could be recalled. The alarm was cleared but then the numbers began scrolling. It advised that the customer discontinue use of the pump and revert to a back-up plan. It was also stated that there was dent in the screen of the insulin pump. The patient's blood glucose level was not known. Nothing further was reported.